Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the device continuously alarmed, severely affecting the patient's sleep quality at night and directly leading to a noticeable increase in the patient's blood pressure.